Manufacturer narrative:
Concomitant medical products: ID 5076-52 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead undersensing was noted on stored atrial tachycardia/atrial fibrillation (at/af) events. Failure to capture from the cardiac resynchronization therapy defibrillator (crt-d) was also noted via telemetry monitor. The ra lead and device remain in use. No patient complications have been reported as a result of this event.